Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The results of the investigation are as follows: visual evaluation of the returned product found the outer carton is crushed, and both the inner and outer sterile blisters are cracked. Sterility has been breached. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported both the inner package was breached. Implant was considered unsterile. Attempts have been made, but no further information is available at the time of this report.